Event description:
It was reported that before an unknown procedure, the blade tip broke off the device. The piece did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.